Event description:
A surgeon reported that poor cutting from the probe was noted during a procedure. The customer reported that the performance of the actuation was good, but the performance of the cutting and aspiration was poor. The issue was resolved after replacing the probe.

Manufacturer narrative:
The device history records for the component lots were reviewed. Unrelated lot anomaly was detected during the lot review. The associated lots (4) were released based on MFR's acceptance criteria. A root cause has not been determined. (B)(4).